Event description:
As per the report received from germany, edwards received notification of a 48 mm evoque procedure in the tricuspid position. The patient had no reported conduction disturbance prior to the procedure, and the baseline rhythm was atrial fibrillation (af). The final valve deployment position was reported as lateral: <5 mm and septal: <2 mm from the annular plane. On post operative day (pod) 2, a conduction disturbance occurred, resulting in av block iii. As a result, a permanent pacemaker was implanted the same day. The patient was in stable condition post procedure.

Manufacturer narrative:
Additional information section d4 - primary unique device identification (UDI) number: (B)(4). Additional information section e1 - telephone number: (B)(6).the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.